Manufacturer narrative:
Batch review performed on 30 july 2024: lot 2117027: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-dec-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and had a bone scan performed, which indicated possible loosening of the tibial tray. At about 2 years and 11 months post primary the surgeon opened the knee and found that the tibial tray was well fixed. The surgeon performed a poly swap (same ref but e-cross) and the surgery was completed successfully.